Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer that the tubing separated above the filter and leaked 3 ml of saline during and infusion of paclitaxel (ptx). It was reported that the set was primed with saline prior to the infusion of paclitaxel (ptx). There was no report of patient harm. Although the customer stated that they have seen a few of these instances in the last couple weeks," there was no further details provided.